Manufacturer narrative:
The investigation is still ongoing. Additional information will be provided upon investigation conclusions.

Event description:
During patient's transfer using arjo maxi sky 600 ceiling lift, the lifting strap suddenly unwound causing lowering the patient. Two caregivers tried to prevent the patient from the fall and catch him. According to customer representative, both caregivers were injured and are on a sick leave, however no details regarding severity of the harm were provided.

Manufacturer narrative:
Arjo received an information from the customer¿s representative (an occupational therapist) about an incident with arjo maxi sky 600 ceiling lift and the sling involvement. During patient¿s transfer, the ceiling lift suddenly lowered the patient. Two caregivers were trying to prevent the patient from fall and when catching him, they sustained injuries. According to customer representative, both caregivers were on a sick leave, however no details regarding severity of the harm were provided. Device was inspected by an arjo representative. It was revealed that the transmission (part of the device containing strap unwinding mechanism) was not up to manufacturer¿s specification: the drum teeth and the cblm plate (allowing to detect if there is a tension on the strap) were worn. The device was taken out of use and the customer ordered a new one. The investigated device was manufactured in 2008, what means that it was approximately 12 years in use. According to maxi sky 600 operating and product care instructions (document no. 001.14150.33 rev. 4): ¿the equipment is designed and tested for a useful life of seven years or 10 000 transfers, whatever comes first.¿ arjo device played a role in the event as it was used with a resident at the time of the event. The maxi sky 600 ceiling lift failed to meet the manufacturer¿s specifications. The complaint was decided to be reportable based on the indication of sudden lowering of the ceiling lift during use with patient.